Manufacturer narrative:
The microtip was sent to the manufacturer for failure evaluation. Visual inspection found that the needle broke at the braze joint and damage was observed to the nose cone. The damage to the nose cone indicates contact with hard tissue and/or side load pressure by the user. It does not appear that there is any material (polycarbonate) missing from the nose cone. This type of damage is inconsistent with normal use. The failure is being attributed to improper technique by the user, resulting in needle breakage and damage to the nose cone.

Event description:
Per the information provided, 3 - 4 minutes into a plantar fibroma case the needle broke off in the patient's foot. The doctor took the microtip and noticed the needle was missing. A larger incision was made and the needle removed. There were no complications caused to the patient by the failure.